Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was attempted to be used. The device was inspected before use, with no issues noted. Resistance was noted when advancing the device. It is reported that the stent failed to cross the lesion and when pulled out it was noted that the proximal portion of the stent was damaged. It was reported that the stent may have gotten caught on the guide, when removing the device from the patient, resulting in the damage. No patient injury is reported.